Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp)alarm autofill failure there were no injuries or death reported .

Manufacturer narrative:
Additional information:e1(event site postal code -(B)(6)). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the motor of the air pump diaphragm plate for generating pressure and vacuum is damaged due to the use of the machine over the period of time that needs to be replaced. Fse replaced safety disk(d997-00-0985-01) to resolve the issue.

Event description:
N/a.